Manufacturer narrative:
Upon further review, this event did not lead to a death or serious injury and this event type would not likely lead to a death or serious injury if it were to recur. Therefore, this was reported in error.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned drivers were evaluated. There was evidence of usage, but there were no indications of damage. A functional check with mating parts found both driver to function as expected. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00148.

Event description:
It was reported that two screw drivers have been worn after repeated uses. There is not a specific surgery or patient involved with this event, nor are there any reports of patient injury. This is report one of two for this event.